Event description:
Physician attempted to use the mityvac x 2 (different devices used for each attempt)and neither product would pump up or obtain suction. Patient subsequently delivered without use of mityvac.